Event description:
It was reported that the surgeon inserted an aa4204vf silicone plate lens and a haptic broke off during insertion. The reporter stated that this event was due to the physician's technique and there was not a problem with the lens. The incision was not enlarged and there were no sutures required. The was no patient injury.